Manufacturer narrative:
A4: patient weight added. Conclusion: the reported event indicates that several attempts were made to position the valve. Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. It was reported that after the attempts to position the valve, it dislodged. The enveor delivery catheter system (dcs) instructions for use gives the following instruction with regard to the number of permitted recaptures: "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Various factors can affect valve positioning and dislodgement, including patient anatomy (calcification levels and shape of the native anatomy), tension applied on the dcs during positioning or physician technique. It was reported in this case that the implanter was not familiar with the device or procedure. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty and dislodgement could not be conclusively determined with the available evidence. These events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was also reported that the capsule overdrove the catheter tip (over-sheathing) when the valve was recaptured. The evolutr IFU cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule.¿ following the over-capture, it was noted that the capsule of the dcs could not be opened and fluoroscopy indicated that the dcs was ¿broken¿. The only cine images made available for review show the final deployment position of the valve that was used following the reported event. The device was received for analysis with the capsule fully closed and over-captured. Several delamination marks were observed over the nitinol reinforcing frame along the length of the capsule. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of a fluoroscopy load check or procedural images, the source of this delamination cannot be determined. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule thus confirming the reported complaint. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. The compressive force on the system, which can cause capsule buckling/bunching, is a cumulative effect that may also be increased by tracking through tortuous patient anatomy. Also, in this case it was noted that due to inexperience, the implanter closed the device too quickly and over-captured the tip. The evolutr IFU cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule.¿ a new valve and dcs were used for successful implant. No adverse patient effects occurred as a result of this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the femoral artery, the valve was partially recaptured three times due to dislodgement and fully recaptured once due to hypotension. During recapture, the knob was turned too far and over-sheathing was noted. The deployment knob of the delivery catheter system (dcs) was turning but there was no capsule movement and fluoroscopy indicated the dcs was broken. The system was removed and a new valve and dcs were used for successful implant. It was reported that the implanter was not familiar with the device or procedure and closed the device quickly due to inexperience. The therapy development specialist (tds) loaded the valve and has loaded over thirty valves. The compression loading system (cls) was used and no unusual resistance was noted during loading. Fluoroscopy indicated a successful load. The anatomy was not significantly tortuous or calcified. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs and slightly over captured. The handle was intact. The deployment knob appeared to retract and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Several delamination marks were observed over the nitinol reinforcing frame along the length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. Conclusion: the investigation is in progress. This report is being retrospectively re-submitted electronically per FDA request. (Imdrf coding on initial report may overlap with subsequent coding updates on supplemental reports.) Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G.3.4: aware date for supplemental report number 4 corrected to (B)(6) 2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the aware date from the initial medwatch report has been corrected to (B)(6)2018. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.